Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was starting a couple days ago patient's implanted device would not charge. Patient tried to recharge all day but the implanted battery did not increment in charge even though they got recharging excellent. When trying to recharge, they got a message that to try the following. Now their implanted device had no charge and because of that the patient was receiving pain since they were not getting stimulation; patient has been without stimulation for two days. During call caller verified no damage to the rtm or controller charging port. Caller blew into controller charging port and reset the controller. Caller was then able to charge implant at excellent charging. Caller was advised to monitor issue and callback if it persisted but then caller noted that starting at the same time as the charging issue, that was when the patient started having pain around the implant site and on their spine. Agent directed them to reach out to their hcp. Patient (pt) went to the ER because he was having trouble recharging. Technical services (ts) had pt try recharging and it started charging fine with excellent coupling.